Event description:
The humeral head impactor tip was reported to have broken during humeral head implantation.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.